Manufacturer narrative:
Based on the information that has been provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Additional information was requested including but not limited to, a photo of the explanted mesh that the patient's mother reports to have, implant / explant operative reports, hospitals and surgeons names and patient information. The patient's mother has stated that she will not be providing davol with any of the requested information. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Additionally, to date this is the only reported complaint for this manufacturing lot of (B)(4) units. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report (mw5057173): "had bard 3dmax large mesh implanted for alleged left inguinal repair on (B)(6) 2015. My son is (B)(6) years old. Pain increased and spread, became very ill over a 4 month span with constant nausea, constant stabbing headaches that never went away, fatigue, felt like he had the flu with no fever. He ended up bedridden and could not go to school or to his part time job. He felt like he was going to die and the pain became intolerable on top of the illness. I (mom) searched for help to try to get the mesh removed. The original surgeon did not do mesh removals. It took months. I finally found a surgeon in (B)(6) that removed it on (B)(6) 2015. He still has some pain, but is not sick and is out of bed working again. When removed, no hernia was found and the mesh was folded in half. He seemed to have had some type of body reaction to the mesh or the mesh was defective and may have had some toxic chemical that did not belong on or in it because he got so ill. The mesh reference number is (B)(6) , the lot number is huzb0180 and the expiration date was 2020. I have a picture of the removed mesh that the removal surgeon took." Per follow up with patient's mother: following explant the patients reactive symptoms have subsided; however, the pain has remained and the "levels go up and down." Patient states "he may never be able to do anything physical again" as the level of pain increases with activity. Patient will begin physical therapy for the pain at 12 weeks post-op